Event description:
It was reported that the reservoir compartment is increasingly wet. Customer noticed the leak when she changed the reservoir. Customer stated that the insulin pump gives her all the insulin and she goes low. Insulin is leaking past the o-rings. The current blood glucose reading is 185 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.